Event description:
The haptic of an aq2010v model lens wouldn't release from the cartridge and was damaged prior to insertion. There was patient contact but was not implanted. There was no injury. It is unknown if the product malfunctioned.